Event description:
It was reported that the patient's blood glucose monitor had a line on the display that affected the values displayed on the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).